Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-400 (mg/dl) range. Customer administered a correction bolus to treat the bg levels; however, the customer's bg levels elevated to greater than 600 (mg/dl) by (B)(6) 2016, and the customer was hospitalized for diabetic ketoacidosis. Customer was still in the hospital at the time of the call, and reported that they were being treated with an insulin drip. Troubleshooting with tandem technical support did not find any anomaly in pump performance. Although requested by tandem technical support, customer declined future follow-up and indicated that they would call back if they had any questions or concerns.